Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the battery has been dead for a over a year and is close to being at end of life. The patient was in a car accident about a year prior to the report, and the stimulator did not work well for over a year, so the patient just let it die. The battery could not be read because it was dead. A jump start was attempted, but it suspected to be was unsuccessful given that the battery is eight years old. A surgical intervention is planned to resolve the issue. There were no further complications reported or anticipated.